Manufacturer narrative:
(B)(4). Batch # r5a529. Device analysis: the analysis results showed that one gst45w reload was received unfired, with the pan partially detached from the right side. While no conclusion could be reached on what caused the pan to dislodge. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number r5a529, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic gastric bypass the silver metal track on the staple reload looked damaged and was never loaded into the stapler. It was not reported how the procedure was completed. There was no delay in the surgery. The procedure was completed successfully. There were no patient consequences reported.